Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (reset) has been confirmed. The monitor reset during a pulse test. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.